Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The jaws of the reload locked on the patient's tissue. To correct the issue, the surgeon used the manual retraction tool to open the jaws. The knife blade was then retracted and the jaws were straightened. No patient injury or extension in surgical time. Patient status is alive, no injury.